Manufacturer narrative:
The lift involved in the incident has been identified as being manufactured by invacare. The lift model number, catalog number and serial number are still unknown. The lift is still in facilities possession. The sling model number is medline mdsmdr140. The sling is still in facilities possession.

Manufacturer narrative:
Manufacturer of the device cannot be determined as the model or serial number has not been provided by the user facility. Joerns is reporting the adverse event as the only information we have about the model is hoyer lift. Manufacturer of the device cannot be determined as the model or serial number has not been provided by the user facility. Manufacturer of the device cannot be determined as the model or serial number has not been provided by the user facility. Therefore, it is unknown if joerns will be evaluating the lift and sling involved in this adverse event.

Event description:
It was reported to the manufacturer by the end user, per the end user, "the resident suffered a mortal blunt force trauma to his head on (B)(6) 2018, while being transferred from the shower to his bed with the use of a hoyer lift. It is alleged that during this transfer the sling tore, causing the resident to fall to the floor and hit his head. The resident died on (B)(6) 2018, with the cause of death being blunt force trauma. It is claimed that the resident had intellectual and physical impairments that made him totally dependent on facility staff." The facility was contacted to verify lift and sling model, serial numbers and manufacturer identity; and receive additional information and details related to this alleged incident report with no response from the facility. The facility is in possession of the lift and sling involved in this event.